Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A pmv representative single use loading unit (sulu) was used for all functional testing. The loading unit was loaded into the instrument and applied to test media. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure the surgeon could not squeeze the handle nor fire the device at all. A new device was used to complete the procedure. The reporter indicated that the first reload was used successfully in the new device. There was no patient injury.